Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction b5: this event occurred during the same procedure as the event that has been reported under patient identifier (B)(6). This information was available and inadvertently omitted from the initial MDR. Information associated with that event included details of the patient¿s anatomy. The aortic bifurcation was reportedly calcified. Summary of event: as reported, during an unknown procedure, the shaft of a cxi support catheter separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The aortic bifurcation was reportedly calcified. Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the complaint device was conducted during the investigation. A visual inspection of the complaint device confirmed that one used cxi support catheter was returned with biomatter present. The device was separated 15.9 centimeters from the distal end. The separation points were noted to be jagged and torn. No other damage was found. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The complaint file, device history record, complaint history, and manufacturing documents provide evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product IFU states: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." The IFU also instructs: ¿upon removal from package, inspect product to ensure no damage has occurred." A review of the manufacturer¿s instructions and quality control procedures was conducted, and no gaps were discovered. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that this event cannot be traced to the device, but rather may be traced to the patient¿s anatomy and the procedure. The aortic bifurcation was reportedly calcified. In addition, a separation of another device occurred during the same procedure, suggesting the patient had a complex anatomy and/or procedural issues were encountered. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address= (B)(6). Occupation = unknown. PMA/510(k) number = k160884. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the shaft of a cxi support catheter separated. No additional details are available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.